Event description:
It was reported that during the lap appendectomy, they loaded properly. They put the end-effector around the appendix and they closed the device, then they tried to fire the devices and it locked out on them. They had a blue reload and they clamped down and when they went to fire, the device locked out on them. At that point, they opened the device, put it on the scrub table and requested another one. They opened a second device and put a new blue reload in and fired successfully then opened devices. They swished the end-effector to clean in sterile water then reloaded with a white reload. Then clamped on the mesoappendix. When the physician fired, she felt a non smooth firing. When she opened the stapler, she doesn't remember what the staples look like and there was lots of bleeding. She felt that the staple somehow tore the tissue. They finished the procedure by clipping the appendix with a full clip applier. Per the rep's inspection, the first stapler with the blue reload, it looked like there was a partial fire. The first two staples were raised before the lockout, on the second stapler, it looked like the white was fully fired. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Batch # 608a30 additional information was requested and the following was provided: what was the appearance of the deployed staples (b-formed, the blue reload firing had -b formed staples , the second firing with white reload. The surgeon was un able to tell was the staple line interrupted; staples not present/visible on any portion of the staple line? The surgeon was unable to tell if staples were present. The tissue was in staple jaw upon removal( surgeon was in sure if the tissue was torn off. How much blood was lost (ml)? Very minimal under control and clipped entire staple line or were staple line would have been did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None what is the most current patient health status and condition? Recovery was last I was informed. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.